Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during drain one of four. The home patient (hp) was connected at the time of the alarm. While troubleshooting a caregiver (cg) reported a slice in the patient line. The technical service representative (tsr) reviewed proper procedures with the cg. The cg planned on completing therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.